Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedances when programmed in bipolar, previous to a magnetic resonance imaging analysis. It was commented that in case of proceeding with the MRI with a known lead issue, it would be under physician's discretion. The rv lead remains in service at this time. No adverse patient effects were reported.